Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were experiencing high blood glucose level. The blood glucose level was 415 mg/dl. Current blood glucose level of customer was 370 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Insulin pump had multiple pump error alarm. Customer was able to clear the alarm and was able to rewind also. The insulin pump will not be returned for analysis.